Event description:
Adverse event(s): "10 minute delay" (no code available). Product problem(s): customer reported an advisory message (device displays error message). The customer reported receiving an advisory message during a procedure. The system was switched out and the case was completed. The customer reported there was no pt harm although there was a 10 minutes delay.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B) (4). (B) (4). (B) (4).